Manufacturer narrative:
(B)(4): the customer reported the unit is overheating the battery, battery swells up, fails, and kills the battery. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit is overheating the battery, battery swells up, fails, and kills the battery.